Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly did not function properly. The ventilator was returned to the product investigation laboratory for investigation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and performed to manufacturer's specifications.

Event description:
The manufacturer received information alleging a ventilator was not functioning properly. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.